Manufacturer narrative:
One sample was received for evaluation and no fault was found with the returned device. Visual inspection observed all the components are assembled properly at the tube according to applicable drawings. An inflation/deflation test was performed and air was applied to the cuff; it was observed the cuff held the air, various times the cuff was inflated and deflated with no difficulties, the sample was left inflated and no fault could be found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, air leak from the cuff. The customer indicated that a replacement tube was required.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, air leak from the cuff. The customer indicated that a replacement tube was required.